Event description:
There is no indication of any failure of the device. In addition, there is no indication of any misuse of the device. Event: renal artery dissection. Event description: two dissections were identified in distal segment of left renal artery. The distal segment was treated successfully by stenting. Post-procedure vitals were stable, and the patient was discharged on the same day.